Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a separation at the collar and there are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18mar2020. It was reported that the guidezilla could not cross the lesion. A 16mm x 2.0mm, 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the guidezilla could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, device analysis revealed a separation of the collar.